Event description:
It is reported that the patient underwent a total knee replacement in 2002. At 3.7 years post-op, the patient was revised in which loosening, subsidence, and polyethylene wear were noted on the tibial component.

Manufacturer narrative:
Product not returned for evaluation.